Manufacturer narrative:
The pad-pak was first successfully installed by the user in november 2010 and performed to specification up to (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014 and remained in fault mode on the (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, were recorded between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.

Event description:
There was no patient involved in this event. Device switching on automatically.